Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports from this facility. (B)(4).

Event description:
A purchaser reported that three ophthalmic gas dispensing regulator valves would not let gas come through the regulator. Procedure details, patient involvement and patient impact information is unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the gas dispensing regulator valves would not let gas come through the regulators prior to surgery with no patient involvement or patient impact.

Manufacturer narrative:
Additional information is provided. The regulator sample was returned to the contract manufacturer for evaluation. Per the manufacturer, the regulator was tested per the final test procedure and failed the minimum flow specification. The customer¿s complaint was confirmed. A review of the manufacturing records for this lot number noted the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).